Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2024, propofol (1000mg per 100ml = 10mg/ml) was ordered (ordered dose: 0-80 mcg/kg/min × 40.1 kg, admin dose: 0-3,208 mcg/min, 0-19.25 ml/hr., intravenous continuous infusion), and the pump was programmed to infuse at 10mcg/kg/min (2.4 ml/hr.) At 1313. The infusion was programmed using device interoperability. At 1327, the nurse noticed that the bottle was almost empty. The infusion was then paused. Blood pressure was checked, and the patient was found to be hypotensive. Due to this, a bolus infusion of lactated ringers 500ml was administered and levophed 8mg/250ml was started. The patient became normotensive; the levophed infusion was discontinued. The tubing used was bd alaris pump infusion set ref (B)(4). It was reported that the patient was also receiving fentanyl 25 mcg/hr. At the time of the event.

Event description:
It was reported that on (B)(6) 2024, propofol (1000mg per 100ml = 10mg/ml) was ordered (ordered dose: 0-80 mcg/kg/min × 40.1 kg, admin dose: 0-3,208 mcg/min, 0-19.25 ml/hr., intravenous continuous infusion), and the pump was programmed to infuse at 10mcg/kg/min (2.4 ml/hr.) At 1313. The infusion was programmed using device interoperability. At 1327, the nurse noticed that the bottle was almost empty. The infusion was then paused. Blood pressure was checked, and the patient was found to be hypotensive. Due to this, a bolus infusion of lactated ringers 500ml was administered and levophed 8mg/250ml was started. The patient became normotensive; the levophed infusion was discontinued. The tubing used was bd alaris pump infusion set (B)(4). It was reported that the patient was also receiving fentanyl 25 mcg/hr. At the time of the event.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of propofol was not confirmed during the review of the logs or was replicated during testing of the suspect pump module. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ the external inspection of the suspect pump module observed no anomalies that could contribute to the reported complaint. ¿ after laboratory testing was completed, the suspect device was disassembled for internal inspection. The bezel assembly was observed with a date code of 06/12 and was recall affected, but it did not interfere with the functionality and was not identified as a contributing factor for the reported issue. ¿ on (B)(6) 2024 at 1:13 pm, the pump module was selected and programmed for guardrails drug ipropo (propofol) 1000mg/100ml (drugid=409), dose= 10 mcg/kg/min, rate= 2.406ml/h, volume to be infused (vtbi)= 80ml, started infusion. O between the time 1:15 pm to 1:37 pm the pump module alarmed occluded patient side three (3) times, had a 30 minute delay programmed and the infusion restarted before it was powered off. The total volume infused was recorded at 0.562ml o the pcu event log could not determine why the infusion of propofol that was programmed to infuse for approximately 33 hours was terminated early after only infusing for approximately 24 minutes. ¿ the inspection of the suspect pump module observed third-party door latch, sear, pivot latch screw assembly, membrane frame assembly, and the left inter unit interface (iui) connector; however, were not found to be causing a rate accuracy error or unregulated flow during testing. Root cause: the root cause of the reported over infusion of fluorouracil was not able to be identified during the investigation. The returned device was fully evaluated, and no existing malfunctions were observed during the log review and laboratory testing that may have contributed to the reported issue.